Manufacturer narrative:
(B)(4). The defective component was returned for evaluation. An examination determined that the leak was not coming from a crack in the drip chamber itself, but from a hole in the tube connected to the outlet of the drip chamber. The root cause was determined to be a design mistake. An adaptor is necessary to connect the tube to the drip chamber safely. A change was made to the technical drawing for the tubing set. Reference: (B)(4)

Event description:
On (B)(6) 2012, (B)(6) centre, (B)(4), reported that for the transplant donor perfusion line with vessel cannula tubing set (article number: 70103.5592, serial number: (B)(4)) the drip chamber has an apparent crack. A leak was noted when the drip chamber was primed with liquid. Reference: (B)(4).